Event description:
It was reported that during an unrelated hospital visit, the left ventricular lead was found to have dislodged and exhibited loss of capture. The patient was asymptomatic. The lead was successfully capped and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4)